Manufacturer narrative:
(B)(4). Device evaluation: one filled unit was received with evidence of leakage within the bag that enclosed the unit. Examination of the unit noted the cause of leak was due to broken tubing at the junction of the luer post. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an intermate in which a leak had been detected. The device was filled with 0.9% sodium chloride 240 milliliters. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.